Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed the incoming functionality testing. The cause for the failure is suspected to be an out-of-tolerance u700 component (16-bit dac serial input). The root cause for the failure could not be positively identified because the component was damaged during troubleshooting. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.